Manufacturer narrative:
In use at the time of the event: cgm model: g7 mobile os: ios / ios_iphone 12 / 2.9.1 / ios_18.6.2.

Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) values displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Customer consumed carbohydrates and drank juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.